Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20200518 - file-2020-00476 - analysis_and_closure_report_resp-2020-00601.pdf]

Event description:
Reportedly, it is impossible to interrogate devices with the subject programer head.

Event description:
Reportedly, it is impossible to interrogate devices with the subject programer head.

Manufacturer narrative:
In-depth investigation revealed that the cable of the inductive programming head was damaged. Please refer to the updated analysis report - attachment: [20200602 - file-2020-00476 - analysis_and_closure_report_resp-2020-00631.pdf].

Event description:
Reportedly, it is impossible to interrogate devices with the subject programer head.